Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2011. The device is not available for analysis. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. (B)(4). Device not available for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.